Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and keypad unresponsive button error alarm. Customer stated insulin pump button was required to press for longer and after that the insulin pump was not turning on. Customer stated battery was replaced. Customer stated the sticker on the button was peeled off. Customer stated contacts on battery cap was not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.